Event description:
It was reported that the device, lead and adaptor were removed and not replaced due to septicemia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 implantable tachy lead, 2012-(B)(6); d314vrg implantable cardioverter defibrillator, 2012-(B)(6); 6721 implantable tachy lead, 2012-(B)(6). (B)(4).